Event description:
It was reported that an ultraflex stent was placed for treatment of a tumor. Approx four weeks later when the pt presented with dysphagia, it was found that the stent had split into two sections. The lower half of the stent was still in place; however, the upper half had migrated upwards leaving a 4cm gap in the middle. The doctor placed another stent to bridge the gap between the two broken parts of the original stent and cover the exposed tumor. As of the filing of this report, co has not received any response to co's follow-up attempts for add'l info. Should add'l info become available, a supplemental to this report will be filed. The stent remains implanted in the pt. The device remains implanted in the pt and, therefore, a failure analysis could not be performed. Without evaluating the device, co is unable to determine if the device met specifications. A batch number was not provided, therefore, a lot history review could not be conducted. User technique and/or pt anatomy may have contributed to this event. However co is unable to determine the relationship between this device and this event.